Manufacturer narrative:
Unexpected restart after battery change due to faulty sensor. Unit received with cracked battery tube threads and minor scratched display window corner.

Event description:
The customer reported via phone call that she lost her guardian monitor and has experienced low blood glucose. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting informed customer that a new one will be provided to her and to return the product for analysis. No further information was given.